Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient told the MRI facility that their device was "disconnected". The rep stated that they did not get any additional information beyond this statement and did not know what was meant by the device being "disconnected". No symptoms were reported. No further complications were reported/anticipated.